Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the device revealed scratches of the articulating surface on both condyles. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Evaluation determined the device was subject to abrasive wear likely due to bone cement particles. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: washout and bearing change of attune knee for infection. Attune knee primary tkr (left knee) was performed on (B)(6) 2014 . Revision surgery was performed on (B)(6) 2014. The knee was opened and washed out, also debrided with versajet. The bearing was removed and replaced with a bearing of the same size: 151630806, lot: 3536934.